Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the black box shows an unconfirmed "replace battery" alarm which drained the battery and induced a chain of reboots, thereby interrupting insulin delivery from 2:38am to 6:09pm followed by a pump suspend for 4 hours on (B)(4) 2012. A review of the pump histories indicated the last basal delivery occurred at 12:10am on (B)(4) 2012. During investigation, the pump powered up normally. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. An ezprime operation was performed successfully. Additional testing could not be completed due to a short battery life issue. Unrelated to the complaint, investigation revealed that the force sensor was out of calibration.

Manufacturer narrative:
Date of submission: 09/26/2012. In a follow up conversation with the reporter on 09/26/2012, the reporter stated that the patient was currently not using insulin pump therapy due to the patient "not doing what he should". The reporter stated that the patient had not been testing for his blood glucose levels and had not been giving himself insulin boluses. The reporter stated that the patient was not aware of the signs and symptoms of diabetic ketoacidosis prior to his diagnosis. The reporter stated that on the day of the patient's hospitalization, his a1c was over 14%. The reporter further stated that the patient's weight had dropped by 20 pounds. The reporter elaborated on the events that occurred the day of the patient's hospitalization; the patient was with his aunt at a (B)(6)the day of the hospitalization and hadn't noticed that the pump had powered off while he was there. The patient was also reportedly eating a lot of food, such as pizza, without receiving any insulin boluses or basal delivery. No details were provided regarding the event(s) that led the patient to be taken to the hospital. The patient's aunt took the patient to the hospital nearest the (B)(6) and the patient was subsequently transferred to a children's hospital. The prior details of the hospitalization were from the children's hospital he had been admitted to. The reporter stated that she did not have any details regarding the treatment the patient received (if any) from the initial hospital. The reporter confirmed that the patient received a replacement insulin pump and the subject pump had already been returned to animas and was not available to troubleshoot at the time this call.

Event description:
The reporter (patient's mother) contacted animas on (B)(6) 2012 to report the patient was admitted to the hospital with diabetic ketoacidosis (dka). The reporter stated the patient had blood glucose (bg) of over 500mg/dl. The patient was reportedly transported to the hospital by ambulance and was treated at the hospital with fluids and IV insulin. The patient was reportedly admitted to the hospital as an inpatient on (B)(6) 2012 around midnight. The patient's bg was reported to be in the 300 mg/dl range the morning of (B)(6) 2012. The patient was reportedly discharged to home the night of the call to animas on (B)(6) 2012. The patient was discharged from the hospital on insulin pump therapy, but the reporter stated the patient would be coming off the pump and begin on a backup plan until a pump replacement is received. The reporter stated the patient's dka was caused by several factors, one of which was the allegation that the insulin pump the patient was using was not working properly. The reporter refused to provide any details regarding this allegation other than to state that the pump demonstrated short battery life with appropriate alarms and warning. The reporter stated that the patient is (B)(6), and did not test for bg levels as often as he should. This complaint is being reported because the patient experienced dka requiring hospitalization while on insulin pump therapy.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.